Manufacturer narrative:
Exact date unknown, event occurred over the years.

Event description:
It was reported that the ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained in the facility and will not be returned.